Event description:
It was reported that 2 syringes 20ml e/t experienced an inability to run test or complete test results after use. The following information was provided by the initial reporter: the dr. Use the product cat#300613 from lot# 1811277 to draw fluid. The lab responded that they cannot see any result for some samples use bd syringes as sample container while the test is ok for other competitors¿ syringe.

Manufacturer narrative:
Two samples were provided to our quality engineer for investigation. Upon visually inspecting the product, no damage or molding defect was identified. A device history review was performed for the reported lot 1811277, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product is visually and functionally tested throughout the manufacturing process to ensure the quality and functionality of the device. Based on our investigation, no manufacturing defect could be identified with the product. Complaints received for this device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
The following information has been updated: it was reported that 2 syringes 20ml e/t experienced an inability to run test or complete test results after use. The following information was provided by the initial reporter: the dr. Use the product cat#300613 from lot# 1811277 to draw fluid. The lab responded that they cannot see any result for some samples use bd syringes as sample container while the test is ok for other competitors¿ syringe. H3 other text : see h.10.

Event description:
It was reported that 2 syringes 20ml e/t experienced an inability to run test or complete test results after use. The following information was provided by the initial reporter: the dr. Use the product cat#300613 from lot# 1811277 to draw fluid. The lab responded that they cannot see any result for some samples use bd syringes as sample container while the test is ok for other competitors¿ syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringes 20ml e/t experienced erroneous results after use. The following information was provided by the initial reporter: the dr. Use the product cat#300613 from lot# 1811277 to draw fluid. The lab responded that they cannot see any result for some samples use bd syringes as sample container while the test is ok for other competitors¿ syringe.